Manufacturer narrative:
The event of "swelling" and "angioedema" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 4 days after injection with 1 syringe of juvederm ultra plus xc in the marionette lines and "a little bit" in the nasolabial folds patient started experiencing facial swelling. The swelling was "all over the patient's face, including the eyes" and the patient also experienced "angioedema" of the tongue. The day of symptom onset the patient went to the emergency room and was prescribed a "steroid pack" and benadryl; symptoms have now resolved. One day prior to symptom onset the patient started new "vitamin c facial creams"; the healthcare professional is unsure whether patient symptoms are related to the "vitamin c facial creams" or the juvederm ultra plus xc injection.